Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed. The issue was due to a faulty qb/main board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the monitor did not start on the high-definition liquid crystal display (lcd) monitor and it is not possible to switch on. The issue was found during preparation for use and there was no patient involvement. The procedure was not prolonged and was completed with another device. There was no patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, monitor does not power on occurred due to failure of the quantum board. The cause of the faulty qb board could not be identifed. Olympus will continue to monitor field performance for this device.